Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure, "image failed to display," could not be confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the adhesive on the bending rubber had detached and chipped due to stress-related component failure. Based on the results of the investigation, and because the reported device malfunction could not be confirmed during the evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or as additional information becomes available.

Event description:
It was reported that during reprocessing, the image on the bronchofibervideoscope failed to display. There was no patient involvement.